Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a meniscal repair procedure, the suture broke when tying the knot. Nothing was left unsupported in the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment showed that the returned device has had its blue split cannula removed. The depth limiter was not returned. The device shows a sight twist of the delivery needle. T1, t2 and suture was intact, in position for use. Complaint of suture breakage while tying knot cannot be confirmed since the device appears to be ready for use. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.